Event description:
It was reported that, the surgeon left the accolade neck resection guide inside of the pt. The pt was brought back to the operating room that same day and the instrument was removed.

Manufacturer narrative:
Method: review of device history, complaint history and surgical technique. An eval of the device cannot be performed as reportedly, there is nothing wrong with the device and it was not returned to the MFR. Device history review determined all devices in the reported lot were accepted into finals stock with no reported discrepancies. Complaint history review was not performed as no device specific failure was reported. The reported event was determined to be related to surgeon error. The accolade surgical protocol indicated: "the guide helps the surgeon to determine the correct stem orientation and placement. After careful pre-operative templating, the guide is placed on the anterior/posterior aspect of the exposed proximal femur and the planned femoral neck cut is marked using a marking instrument of choice."